Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the device was reconnected for several times, but it could not work normally. There was no intervention planned or performed and there was no delay in the procedure as a result of this event. The procedure was completed using a back-up device. There was no patient impact or injury.

Manufacturer narrative:
Analysis found that the tip was securely attached to the handle. There was no visible damage to the exterior of the device. The drawing requires a connection resistance of 5 ohms; the actual measurement between the molex connector and the protected pin was ¿o.l.¿, or open circuit, which is out of specification. There was no intermittent behavior while manipulating the strain relief during the electrical test. The handle of the probe was split open for additional analysis. The resistance was checked again, and it was still an open circuit. The insulation was pulled back between the two crimp locations on the molex connector. Once the insulation was pulled back, it was determined the wire strands at the end were consistent with being sheared / cut off at even lengths (being pulled apart has been ruled out). The connector was bent in between the crimp locations during the analysis to photograph the defect. There was continuity between the stripped wire and the protected pin on the opposite end. There was an indent in the insulation proximal to both of the crimp locations which may or may not be related to the failure (the indent appeared to have been caused by another object measuring approximately 1.0mm). If information is provided in the future, a supplemental report will be issued.